Manufacturer narrative:
The complaint was visually verified and the root cause was most likely associated with the use of a drill with a dull or worn tip. Per the device IFU ¿use of drills that have worn or dull tips can result in breakage.¿ a review of the device history records found no inconsistencies. The device was found to meet dimensional and material specifications and no manufacturing anomalies were observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 4.5mm flexible endoscopic cannulated drill broke at the reamer during the procedure. A non flex endo button drill was used to retro grade drill the broken tip back into the joint. The broken tip remained on the flex pin and was never loose or 'free' from the pin. A ten minute delay was noted and no patient impact.